Manufacturer narrative:
A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they recharging their implantable neurostimulator (ins) too frequently. The patient also reported that the ins drained ¿unevenly¿ and they went from charging once every 1.5- 2 weeks to the current state. Specifically, the friday (B)(6) 2016 they were at ½ battery and on sunday it was empty. They did not have high density (hd) programming. They also did not have any recent medical procedures, any activities or emi reported related to the issue. There were no previous overdischarge events related to this issue. The patient noted that they had the same programmer as their previous ins although the same leads remained in use. Additional information received on (B)(6) 2016 from the manufacturer¿s representative confirmed the patient¿s complaint that they were recharging too often and that the ins battery was depleting quickly. Since the ins was implanted in (B)(6) 2016, the patient had gone to bed 4 different times with the ins around 50-75% charged and had woken up with it empty. Other than these 4 instances, the battery seemed to recharge normally and hold a charge. The patient typically charged once a week. Impedance testing showed all electrodes (except #2) were in the range of 800-1000 ohms. Electrode #2 had a value of >10,000 ohms. A recharge interval estimate was calculated based on the following settings: group a, program 1: 3.15 volts, 450 pw, 60 rate, electrode settings 8+, 9-, 10+, 603 ohms; program : 5.4 volts, 450 pw, 60 rate, electrode settings 12+, 13-, 14+, 683 ohms. The recharge interval at beginning of life (bol) was calculated at 6.77 days. The following recharging statistics were provided based on information from the clinician programmer: on (B)(6) 2016 50%, 2.7 hours, (B)(6) 2016 75%, 1.3 hours, (B)(6) 2016 100%, 2.3 hours, (B)(6) 2016 100%, 4 hours, and on (B)(6) 2016 50%, 0.6 hours. An average recharge coupling of 8 bars was noted. Based on the information, it was reported that the recharge interval estimate aligned with how often the patient claimed to be recharging. No patient symptoms were reported in the event. The indications for use for the implanted device were noted as spinal pain and radiculopathy. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that it was very uncomfortable for the patient when recharging the stimulator more frequently. The patient had to press the stomach harder to get it to re-charge. It took longer to recharge too. It also made the patient's back hurt. The patient experienced soreness on the stomach and back. The patient had to charge it in smaller increments throughout the week, instead of all at once. The patient hated to turn the stimulator up higher on the times he needed to because then he had to charge the battery more. No steps were taken to resolve the issue of having to recharge the stimulator more frequently. The patient's battery was losing its charge overnight. This occurred 4 times when tit was at a 50% or 75% charge when they went to bed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.